Manufacturer narrative:
The field service engineer check the analyzer and found protein buildup in the sipper nozzles and on the outside of the vacuum nozzle. He cleaned the buildup, checked the alignments, primed the solutions, and performed ise checks. All checks, calibrations, and qc were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Evaluation conclusion code updated.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 ise module. Patient sample 1 initial sodium result was 163 mmol/l and the repeat result was 137 mmol/l. Patient sample 2 initial potassium result was 5.98 mmol/l and the repeat result was 4.9 mmol/l. It was requested but not known if the questionable results were reported outside of the laboratory. The repeat results were believed correct. The electrode lot numbers and expiration dates were requested but were not provided.